Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer had issues with taking off battery cap on insulin pump. Customer did not contact their healthcare professional. No further details are known. Customer will not return device.